Event description:
It was reported that the posey bsc has a zipper that is damaged. The reporter could not specify what panels it was. No pt injury reported.

Manufacturer narrative:
Results: front side a, the top ridge insert pin in ripped, front side a, the mattress envelope has 2 houdini clips missing. Front side a, the literature bag has a hole in netting. Large window a, the slider body is open. Small window d, the zippers slider body is open, left side d, the right leg elastic is cut. Large window b, the zippers slider body is open, backside b, the mattress envelope bottom has 3 holes. Conclusions: no conclusion can be drawn.